Event description:
Caller updated time, personal profile, and biq/ciq settings with assistance from cts due to a discrepancy in displayed and actual time exceeding five minutes. There was no reported adverse impact to the customer's blood glucose levels, which were not above 500 mg/dl or below 54 mg/dl. Cts helped caller correct the pump time and date, advised monitoring for future discrepancies, and explained that an incorrect date might impact uploads and reports but not insulin delivery. No additional information regarding outcome was received.